Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter described as ¿mold¿ was found in a bd¿ syringe with luer-lok¿ tip before use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: DHR/qn review was performed and no related issues were found. A sample and photos were available to bd for evaluation. Sample had burnt/degraded plastic in the barrel of the syringe. Flks received one 30ml syringe without any packaging. As per request, ftir analysis was completed on the dark material seen on the inner surface of the luer and the material on the surface of the stopper in the barrel. A small amount of the material see on the inner surface of the luer and on the surface of the stopper was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that the material on the inner surface of the luer has components similar to those of polyester and polypropylene. The spectral analysis shows that the material on the surface of the stopper has components similar to those of mepivacaine (a medication) and silicone. Investigation conclusion: embedded fm can occur at the startup of the injection molding process. Solidified resin within the mold and molding press may become discolored or degraded when reheated. When starting the molding process, the press is put into "startup" where the press runs until any potential fm is flushed through the system. The press remains in startup until no fm is detected in inspections.